Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 12/22/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the front enclosure was cracked thus confirming the reported complaint. In addition, the lcd was found to be flickering. Note that the autopulse platform is a reusable device and was manufactured in 2012. Therefore, this type of physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. A review of the archive was performed and no discrepancies were observed. During functional testing the autopulse platform passed all functional tests without any discrepancies. Based on the investigation the parts replaced are the front enclosure, which fixed the observed front enclosure crack and the lcd display was replaced to remedy the lcd flickering. In summary the pm was performed successfully. During the pm it was noted that the lcd was flickering. The lcd display was replaced. The customer's reported complaint is confirmed during visual inspection. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during visual, the platform passed all final functional testing criteria.

Event description:
It was reported that during a demonstration of the autopulse platform physical damage to the platform was observed. The platform was returned to zoll (B)(4) for service and evaluation. During the manufacturing evaluation of the device it was observed that in addition to the reported issue, the lcd was flickering. Based on this observation, this event has become reportable. There was no patient involved with this event. No additional information was provided.